Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to high blood glucose values which were not provided. It was noted that the patient was very cautious with the delivery of insulin and that caused him to have high glucose levels, so he went to the hospital. No further information was provided.